Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 20x2.5mm de novo target lesion was located in the proximal right coronary artery. A 20x2.50mm taxus¿ liberté¿ stent was advanced and implanted at the target lesion. Post procedure, when the physician was taking orthogonal views of the implanted stent, a distal edge dissection was noted. Another stent was selected to cover the lesion and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.